Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call no delivery alarm. Customer's blood glucose level was 400 mg/dl. Customer's mother advised that the cannula was bent and the insulin will not go through. Troubleshooting for the no delivery alarm was performed. Customer's mother advised the alarm was resolved by a complete set change. Customer's mother would like to return the set and the reservoir for analysis.